Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure and is identified in the device instructions for use. While there is no evidence to suggest that the nrg transseptal needle used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nrg transseptal needle was among the devices used during the procedure.

Event description:
The nrg transseptal needle was used for transseptal puncture in a watchman procedure. A report was received by baylis medical company that following successful transseptal puncture, a blood clot was observed in the left atrium attached to the tip of the transseptal needle. The blood clot was pulled out of the system with the transseptal needle. There is no evidence to suggest that the nrg transseptal needle used in the procedure caused or contributed to the incident. However, this report is being submitted by baylis medical company as the nrg transseptal needle was among the devices used during the procedure.